Event description:
Patient reported experiencing elevated blood glucose in the 500's mg/dl. She stated that, she was in basal profile b, rather than basal profile a. Patient's display screen for profile b, showed basal delivery of 0.0 units of insulin. She stated that, she administered boluses to address the elevated blood glucose level. Company representative instructed patient on changing back to basal profile a. Patient did not report any symptoms associated with the elevated blood glucose level. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Product not returned for eval.